Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their pacemaker that exhibited inappropriate automatic mode switch episodes (ams) due to far-r oversensing. Programming changes were made but had not been made at the time. No patient symptoms reported.